Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-jan-2023. H6: investigation summary: the customer reported leaking and returned one used set, electrical connection set, and syringe. The sample had an additional short extension set attached, and both the extension set and reported sample were tested for leakage. No leak was found with the sets provided, or with the syringe. It should be noted the extension set was difficult to remove from the reported 30914 set and there was a slight occlusion in the line when first attempted to prime. Neither of these constitute a failure but its worth noting. The reported failure could not be replicated and the complaint could not be verified. The root cause is unknown without an observed failure. A device history record review could not be performed on material 30914 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris¿ extension set experienced leakage.the following information was provided by the initial reporter: leaking

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ extension set experienced leakage. The following information was provided by the initial reporter: leaking.